Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer had an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.